Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented via remote transmission, high, out of range pacing impedance was noted on the patient's right ventricular (rv) lead. The lead was explanted and replaced. Further information was requested but not yet available.

Manufacturer narrative:
The reported event of high impedance was confirmed by analysis. A complete lead was returned in one piece measuring 58.9 cm. X-ray analysis exhibited separation of inner coil in the middle region. Scanning electron microscopy confirmed fracture of all five filars of the inner coil. The high impedance was due to the fractured inner coil. All other damage found was sustained during the surgical procedure.